Event description:
Additional information received confirming that the patient was initially treated with the afx abdominal aortic aneurysm stent on (B)(6) 2013 by dr. Joseph raffetto at va west roxbury. The event of a type iiib endoleak and aneurysm enlargement were reported by dr. (B)(6) . The secondary procedure was completed on an unknown date by dr.(B)(6) at (B)(6).

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iii (unspecified) endoleak. Clinical assessment also determined that there was evidence to reasonably suggest a trans lumbar embolization occurred in 2015 that was not included in the event as reported; the embolization was discovered during review of the discharge summary. In addition, clinical identified that the previous endologix stent was relined with a non-endologix main body in 2017. The device, user, procedure, or anatomy relatedness of this event could not be determined. The procedure-related harms identified were hypotension and a hemoglobin drop four days postoperative requiring transfusion. The final patient status was reported to be discharged six days postoperative and stable at home. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The device will not be returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
These reported events were found during a conference on the (B)(6) 2019 where the specific device information is unknown. The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial implant (it was reported that the initial implanted was performed in 2013), a type iiib endoleak and aneurysm sac growth (8mm) were identified during a routine follow-up. The physician elected to perform a secondary procedure using non- endologix to address the type iiib endoleak and aneurysm sac growth. The patient was successfully treated and released from the hospital six (6) days post-operatively. No further additional information or patient sequalae has been reported at this time.